Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they were unable to sync the g5 transmitter to their smart device. No additional event or patient information is available.